Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement include, but are not limited to, inadvertent mishandling by user, interactions with other devices or interaction with lesion calcification and tortuosity. The reported patient effect of foreign body in patient and treatment appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device is not available for evaluation.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment; however, factors that may contribute to stent dislodgement include, but are not limited to, inadvertent mishandling by user, interactions with other devices or interaction with lesion calcification and tortuosity. The reported patient effect of foreign body in patient and treatment appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device available for evaluation method code removed. Conclusions code removed.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot.

Manufacturer narrative:
Date of event - estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. The 2.25 x 23 mm xience alpine stent delivery system was advanced. The device was repositioned and retracted into the guide catheter and the stent dislodged. Attempts were made to retrieve the stent; however, the stent could not be retrieved. The stent delivery system was removed from the patient anatomy. No additional information was provided.